Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defect found.most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she has a headache but requires no medical attention presently. The customer is unaware of what her expected blood result shoul be. Verified the strips expire 3/30/2018. Customer confirms the strips have been properly stored and were first opened 11/20/2015. Reviewed meter memory: (B)(6). Customers concern: 370 on (B)(6) 2015 6:21:00 pm. Customer called stating on (B)(6) 2015 she went to the hospital with a reading of 370 mg/dl and when they tested her glucose at the hospital she was only at 225 mg/dl.